Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during an esophegectomy procedure, the needle fell off of the device. A new reload was opened to correct this procedure. The needle fell into the patient cavity but was retrieved with graspers. There was no tissue loss or damage. There was no blood loss of 500cc or more.